Event description:
Customer alleged the front left caster tire came off of the rim. No injury alleged.

Manufacturer narrative:
(B)(4) retrospective review of this file based on protocol (B)(4) determined this is an MDR.